Event description:
Litigation alleges that patient experienced pain and popping of hip.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: dob, catalog, lot#, expd, UDI, PMA/510(k)), patient, device.

Event description:
Ppf alleges fracture bone, metal wear, metallosis, and elevated metal ions before the first revision. The unknown liner and unknown head that was reported in the wpc were updated and added product code and lot number. Stem was added to the impacted product due to the ppf alleged of elevated metal ions. Unknown hip implant was also added to the impacted product since there is no information provided from the ppf on what bone is fractured. The patient harm was updated and added dor, patient date of birth, surgeon, hospital name and product experience code.